Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed noise on the ventricular (rv) electrogram (egm) at implant. 4 hours after the procedure, the patient had a 4 second pause in pacing while in the bathroom. The noise on the rv egm is regular and could not be reproduced with isometrics. The device sensitivity was reprogrammed.